Manufacturer narrative:
Summary: the complaint device was received and inspected. The complaint cannot be confirmed. The device was visually inspected for any gross visual defects that may resemble the complaint condition, however none were observed. To test the functionality of the device, the slider was pushed to various positions, and the grasping wire would not extend or retract as intended. From past failure investigations, it was observed that the grasping wire was separated from the slider which is likely due to inadequate fixation of the proximal end of the wire (hypotube) with the set screw during the manufacturing process. The set screw provides the connection between the slider and grasping wire. Relevant actions have been taken to address the issue. A non-conformance search was conducted to investigate any defects identified during production that may contribute to the complaint condition. No non-conformance was identified for this part-lot number combination. At this point in time no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a shoulder repair procedure the ideal suture grasper 60 degree wire broke. The customer stated that nothing broke inside the patient. The customer did not know if there were any procedural or anatomy factors that contributed to breakage. The case was completed with a non-mitke device with no patient harm or delay. The device is being returned for evaluation. This report is for a suture grasper 60 degree. This is report 1 of 1 for (B)(4).